Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis of the lead found that the proximal coil was fractured at 27 - 28.5 cm from the connector pin due to clavicular crush. The distal insulation was damaged in the area of the crush.

Event description:
It was reported that the lead was explanted, due to clavicular crush damage.